Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00511 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive tidal volume greater than 20% from setting. There was no patient involvement.